Manufacturer narrative:
A medtronic technical services specialist analyzed the patient exam and found the computed tomography (CT) and mr-1 one both to protocol, 3d model looks good. Mr-2 slice spacing and thickness are different, thickness 1.6 and spacing 0.8, 3d model looks poor. It is unclear as to which exam was used in the case and to register the patient. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported this procedure was done on an intraoperative magnetic resonance imaging (imri) scan acquired after pinning the patient, shaving hair and intubating. It is highly likely they fiducialled the whole head. Spoke with the surgeon who stated that the inaccuracy was superior to inferior, not anterior. Recommendations were made to the surgeon, and the resident, and cautioned regarding prone cases such as pulling the head in pins when using a large cerebellar retractor, and making sure they place the scope probe directly in the divot when verifying so it does not mis-calibrate. The scope probe was in use at the time of this complaint case. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the patient was prone and scanned with fiducials. After touch-n-go registration the surgeon deemed being accurate. They went sterile and then the surgeon noted that there was about a 2 centimeter inaccuracy in the anterior direction. The tumor was superficial and the surgeon was able to find the tumor and re-sect it without issue. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was approximately 5 minutes. There was no impact on patient outcome.